Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "defib fault 85", "system fault 37", "paddle fault", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the suspect system board was returned. The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.